Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer was wearing the sensor on the buttocks and was not in line of site of the pump. Customer moved the sensor closer to the pump. Customer's blood glucose level was 334 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.